Event description:
A pt was lifted from the bed but fell to the floor as the lift collapsed. The resident suffered injury to his head. The lift had been repaired in october after reports about loose spreader bar and defective battery.